Event description:
Bad probe, failed pretest. Additional information received (B)(6) 2012 - gas leak from probe tip during pretest. Probe was not used. Opened another probe, pretested okay. Case completed as intended.

Manufacturer narrative:
Additional investigation: probe sent to an outside welding expert and 3rd party lab to conduct a detailed investigation. Based on this it was determined that during the pre-surgical pressurization, the weld junction developed a weld crack. The crack in the laser weld was due to insufficient weld penetration caused by poor fit-up between the trocar tip and the shaft. The welding process was validated jointly by the weld vendor and healthtronics. The shaft/tip weld is verified 3 times prior to patient use and in this instance the leak was caught in one of those verifications. (B)(4). The weld vendor has been notified through a supplier corrective action report.

Manufacturer narrative:
Device received and investigation has been started. Reported failure has been confirmed, however investigation is ongoing. A follow-up MDR will be submitted when additional information is known.